Event description:
It was reported that during a cholecystectomy procedure, there was malformed clips, scissored. The pt lost 500 ml of blood. No blood transfusion required. The bleeding was stopped and the procedure completed with the use of another like device. The pt is fine.

Manufacturer narrative:
(B) (4). (B) (4). Infromation anticipated, but unavailable at this time.